Event description:
The customer reported that the prismaflex was operating over 15 hours on a patient. Suddenly the machine gave out alarm "general system failure", during periodic self test. The operator's panel was halt that no response to user's pressing on any key. User tried to resume the machine by turning off the machine for 5 seconds and then turned it on again. However, same alarm was issued after restarted. User determined to stop the treatment and returned blood to the patient.

Manufacturer narrative:
A review of the treatment data card files related to the reported event, show multiple access extremely negative warnings. Further investigation have shown that the reported general system failure was caused by user's manually turning blood pump, when machine was on to resolve the access extremely negative warnings. This is not listed in the prismaflex operator's manual as an operator response. In addition, to manually return blood, the operator's manual states that power has to be turned off. Prismaflex warning alarms cause the machine to stop all pumps and if the machine detects pump rotation after this, it will evoke a general system failure alarm. A gambro technician has performed treatment simulation with no errors. The access pressure pod was found to function as intended. No line kink or clot was found in access pressure pod. There was a minor blood loss of unknown quantity for the patient reported as a result of the reported event. Treatment was continued on another machine. No other clinical consequence was reported.